Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that fluoro storage was not possible, image disk problem. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation, it was found that a remote alert was proactively identified by philips, which indicated that the fluoro storage not possible due to image disk problem, and therefore this prevented exposure. According to the additional information collected, the system was outside of use at the time of the event. A philips field service engineer (fse) inspected the system on-site and confirmed that fluoroscopy storage was not possible due to an image disk problem. The analysis of log file showed ¿malfunctioning frontal image processing pc (ip-pc)¿ error which could be caused by disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs does not start, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The fse replaced the frontal ip-pc and the hard disk to resolve the issue. The defective frontal ip-pc was returned to philips for further analysis. The cause of the frontal ip-pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of frontal ip-pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.